Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4)) for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During patient use, the thermogard console (sn (B)(4)) powered off, due to the user stepped on the power cord and pulled it off the console. At first, the user was unable to reinsert the cable and when the power cord cable was successfully reinserted; the console was unable to power on. Following this, the console was replaced and completed ivtm therapy. No consequences or impact to patient.